Event description:
It was reported that after the pt came off bypass, he coded and the iab was inserted. Several hrs later, the waveform appeared to be somewhat squared, but the pump didn't alarm. An x-ray showed the position of the catheter to be slightly low, and the iab was repositioned. The pump began to alarm. It was decided to remove the iab, and blood was noted within the balloon membrane. A second iab was inserted with no pt complications.